Event description:
A female patient admitted to same-day surgery for pulse dye laser treatment of lesion to left shoulder. Procedure completed without incident; however, upon post-op office visit, physician noted a burn to the area which later healed without significant scarring. Patient had been previously treated with a pulsed-dye laser from another company using the same settings without incident. Dates of use: 2007. Diagnosis: hemangioma of skin.